Event description:
53-year-old male with a history of a sarcoid cardiomyopathy, index hospitalization with heart failure and cardiogenic shock resulting in hm3 left ventricular assist device (lvad) implantation (B)(6) 2017. He has noted recently that he is had some increasing fatigue. Found to have extrinsic outflow graft obstruction) by computed tomography scan (CT scan) morph on (B)(6) 2024 given persistent lv dilation with no cv symptoms or ventricular assist device (vad) alarms. Ramp/right heart catheterization (rhc) done on same day of computed tomography scan (CT scan) morph with optimized flow from baseline 5800 rpm to 6000 remote patient monitoring (rmp) and he is feeling better. Taken to the operating room (or) on (B)(6) 2024 for release of outflow graft obstruction. Found - proteinaceous debris consistent with imaging and partial outflow graft obstruction. Post operative course was unremarkable and patient was stable and ready to discharge home (B)(6) 2025.